Event description:
Regulatory agency reported on behalf of the healthcare professional left side intracapsular rupture, effusion/lymphorrhea and pain. The device has been explanted.

Event description:
Regulatory agency reported on behalf of the healthcare professional left side intracapsular rupture, effusion/lymphorrhea and pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.

Event description:
Regulatory agency reported on behalf of the healthcare professional left side intracapsular rupture, effusion/lymphorrhea and pain. The device has been explanted.